Event description:
It was reported that cgm displayed error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and cgm error did not reappear after reset; no additional actions were reported.